Event description:
Review of the manufacturer's vns programming history database revealed that a programming anomaly occurred on (B)(6) 2012 in which a faulted system diagnostic test occurred and a final interrogation was not performed. Upon initial interrogation on (B)(6) 2012, the settings were at unintended parameters. Manufacturer labeling indicates to perform a final interrogation prior to the patient leaving the clinic to verify the device is at intended settings. The settings were corrected on (B)(6) 2012. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history performed.